Event description:
It was reported that patient with this right ventricular (rv) lead was experienced pain and discomfort. This rv lead was repositioned due to possible perforation which is causing patient discomfort. This rv lead remains in service. No additional adverse patient effects were reported.